Event description:
It was reported that a new freestyle libre 3 plus sensor paired to an ilet system did not display glucose readings for an extended time period after insertion, after which readings appeared and the current blood glucose peaked at 200 mg/dl, and the event involved intermittent communication between the continuous glucose monitor (cgm) and the ilet with relevance to antenna and electrical/magnetic components. Symptoms included hyperglycemia with a peak glucose of 200 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.